Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the fill rod. Customer's blood glucose level was 400 mg/dl with high ketones. Customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and a manual insulin injection. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer loaded a new cartridge to address the issue.